Event description:
It was reported that a pt with a very large uterus underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the blade would not cut. Another like device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01046 and 2201968-2009-01047. The same pt is represented in each medwatch.